Event description:
It was reported that this patient's right ankle had an inlay stress fracture due to inlay abrasion. No further information received. Product not returning: still implanted.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 350-32-01 - tibial plate mb sz 1 rt 4970933 350-02-01e - talus -right- sz 1 - EU 5121414.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event involved a device that is not marketed in the united states, nor has a similar marketed device in the united states. As a result, this complaint event is no longer considered reportable to the FDA and this report may be disregarded.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of instability, prosthesis wear, and fracture of the tibial insert. The fracture likely resulted from high in vivo loading on the anteromedial aspect of the implant, which led to a crack which propagated across the insert, ultimately leading to device fracture. The sequence of events as related to the reported wear, fracture, and instability cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.